Event description:
(B)(6) clinical study. It was reported that in-stent restenosis of the left anterior descending artery (lad) stent, stent thrombosis and jailing of septal perforator by lad stent occurred. In (B)(6) 2011, the patient was diagnosed with stable angina (ccs -2) and underwent cardiac catheterization. Target lesion was a de-novo lesion located in the proximal lad with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.50mm. Target lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, during assessment in h&p, restenosis of the study stent in lad is seen as the patient is very non compliant with his medication. The patient presented with pressure like chest pain radiating down both the arms and developed nausea and dizziness. Troponin values were elevated. On the same day, ECG findings revealed no acute st or t wave changes. The patient was diagnosed with non st elevation myocardial infarction, hospitalized and underwent cardiac catheterization. At the time of event, the patient was not on aspirin and other antiplatelet medication which was last taken in (B)(6) 2012. The patient was not on study drug per protocol which was last taken in (B)(6) 2012. The 90% stenosis in the first septal was treated medically. On the following day, the coronary angiography revealed that the lesion was associated with a small filling defect consistent with thrombus; this large septal perforator is jailed by lad stent. On the next day, the events were considered as resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data and patient codes updated. (B)(4).

Event description:
It was further reported that event term changed from stent thrombosis to stent thrombosis of the septal perforator coming off left anterior descending artery (lad). In (B)(6) 2011, patient presented with chest pain while mowing the yard and was diagnosed with myocardial infarction. In (B)(6) 2013, patient experienced dizziness, nausea and vomiting. Thrombus in the septal perforator, thought to be the culprit of myocardial infarction was treated medically.